Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: a review of the available pump black box data showed partially discharged batteries had been installed by the user resulting in a low battery warning and a replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads to the cover. No moisture or corrosion was observed in the battery compartment. A test battery cap was able to attach securely to the pump and power it on. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.